Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The stent remains in the pt, the lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.

Event description:
Device malfunction: none. Symptoms/ae: stroke: intubation. Time of symptoms/ae: during procedure. It was reported that after a successful placement of the xact stent for an interventional carotid procedure, the emboshield pro became entangled with the stent as it was being retrieved and became detached from the wire. The wire was removed from the pt, but the filter remained. The pt experienced a stroke during the retrieved process with paralysis on half of his body. He was intubated and placed on a ventilator. Due to the pt's condition, the filter could not be removed. No add'l info is available.